Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
Upon additional follow up the reporter indicated the dlk was resolved; however the patient has a faint scar in the mid-periphery of the right eye.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgical technician reported a case of stage two diffuse lamellar keratitis, observed on the patient's right eye at six days post lasik treatment. Reporter indicated the patient's flap was lifted and rinsed, and the topical steroid eye drop dosage was increased. Patient noted the right eye felt scratchy, irritated, and the vision was blurry. Additional information has been requested.